Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and cubie were broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer only opened about an inch. A field service engineer (fse) powered off the unit and removed the drawer for inspection. A broken retractor band was identified, and fse replaced the retractor band, and loose cables were secured with tie wraps before reassembling the drawer and tested functionality. The system functioned as intended after the field service engineer repaired the device.